Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) procedure with a smartablate generator and a high temperature issue occurred without any warning or error messages displayed. At the end of the procedure, it appears that the irrigation bag was full as if no irrigation was done. Ablation was performed for 35 minutes and the catheter flush appeared to be working. However, it was also reported that during the case the temperature was rising too much. There were not patient consequences reported. Additional information was received confirming that no error was displayed and the energy delivery was not interrupted. This issue has been assessed as MDR reportable.

Manufacturer narrative:
On 1/17/2019, the manufacturer of the smartablate generator provided october 4, 2017 as the date of manufacture. Field h4 has been populated with this information. Product evaluation details: it was reported a patient underwent an atrial fibrillation (afib) procedure with a smartablate generator and a high temperature issue occurred without any warning or error messages displayed. On 11/21/2018, additional information was received indicating, ¿yes, the generator system stopped ablation when the temperature cut off was exceeded.¿ the generator did not continue ablating, thus, the system responded as expected. The product evaluation was completed on 1/23/2109. It was reported the device was evaluated and no error was found. The device is within specification. The device was subjected to planned maintenance, safety and functional testing and all tests passed. No malfunctions were found. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 11/19/2018, additional information about the reported event was received. The account name is hugen. It was confirmed that the correct catheter was selected because some irrigation appeared to have been done (approx. 300/400ml). No error messages were given by the cool flow pump, therefore the generator continued ablating. On 11/21/2018, additional information was received indicating, ¿yes, the generator system stopped ablation when the temperature cut off was exceeded.¿ the generator did not continue ablating, thus, the system responded as expected. The generator was set on manual mode on power mode with a temperature cut off limit of 50¿c. Based on this new information, this complaint has been re-assessed as not reportable since it was confirmed that the system stopped ablation when the temperature cut off was exceeded. However, since the complaint was already reported to the FDA, the complaint will remain as reportable as a malfunction and bwi will continue to report supplemental mdrs. Manufacturer¿s ref # (B)(4).